Event description:
Ambulance personnel responded to a person described as obese and in cardiac arrest. The device was connected to the pt with disposable defibrillation electrodes. According to the reporter, the device displayed "monitor" and would not analyze the pt's electrocardiogram. A backup defibrillator was immedialtely called for and delivered four countershocks to the pt. The pt was transported to the hosp but was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability and use of a back up defibrillator/monitor.